Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right internal carotid artery (ica) using a penumbra smart coil (smart coil) and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous. During the procedure, while advancing the smart coil through the microcatheter, the smart coil became stuck; therefore, the smart coil was removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to this patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The smart coil was returned advanced through its introducer sheath and had pusher assembly bends along its length. An unknown substance was beneath the proximal end of the introducer sheath. The embolization coil was intact with the pusher assembly. Minor offset coil winds were present on the embolization coil. Conclusions: evaluation of the returned smart coil confirmed that the device was stuck within its introducer sheath. Further evaluation revealed an unknown substance on the pusher assembly within the introducer sheath. The root cause of the unknown substance could not be determined; however, this damage likely contributed to the smart coil becoming stuck during the procedure. The smart coil was unable to be re-sheathed or advanced through the introducer sheath during the functional test. Further evaluation also revealed pusher assembly bends and offset coil winds. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of unknown substance.